Event description:
The account stated that the cd1800 analyzer was generating erratic hemoglobin (hgb) results. A patient generated the following results: 8.0 g/dl, 7.8 g/dl, 0.6 g/dl, 10.7 g/dl and 10.8 g/dl. The results were not reported as the sample was questioned and sent to a reference lab. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was sent to the customer site. The fsr replaced the solenoid valve assembly as it had worn out from normal use. The fsr performed the respective verification process. Precision and quality controls were within range. The instrument was performing within specifications. The cell-dyn 1800 operators manual was reviewed and was determined to adequately address the issue. In addition customer complaint data was reviewed and no adverse trends were identified related to the issue. The investigation did not identify a product deficiency.